Event description:
It was reported that on (B)(6) 2021, during evaluation the repair technicians found that the torque limiting handle failed calibration test. There was no patient involvement. This report is for one (1) 2nm torque limiting handle with quick coupling. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the 2nm torque limiting handle - qk coupling (p/n: 03.614.035 & lot #: 7008398-05) was returned and received at us cq. Upon visual inspection no defects were found with the device. Service and repair evaluation: the customer reported the torque limiting handle failed calibration test. The repair technician reported the device failed torque testing. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Functional test: the functional test was performed by (B)(4) as per the device specification and the device failed torque testing. The device failed to meet the minimum requirements of 2.05nm for the torque specification. Document/ specification review: based on the date of manufactured both the current and the manufactured version of drawings were reviewed: yes, the device failed to function as intended. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the device. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A device history record (DHR) review was conducted: part # 03.614.035, synthes lot # 7008398-05, supplier lot # 7008398-05 , release to warehouse date: 20-dec-2013, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.